Event description:
Customer reported that chemo (cladribine 10mg/500ml) was set-up as a secondary infusion to go over 24 hours at 21cc/hr. At 5 pm, the rn noticed that the bag that should have been running until 2 am, was almost empty. Two rn's double checked the pump and the settings were correct. They noticed the flush bag appeared to be overfilled even though it was hung below the bag of chemo. The customer speculated that chemo backed up into the flush bag. In consultation with the physician, they made the decision to infuse both bags (chemo and flush). Customer reported that later they checked the check valve and it was intact and did not allow back flow into the primary. There was no pt or user harm and no medical intervention was required. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed. Although requested, logs have not been received.